Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Staff states that the trellis broke at the hub, outside of the body, during normal operation. The device was removed after standard trellis operational time and normal protocol and the case was completed with subsequent therapies. Evaluation of the returned device found the dispersion exhibited a separation. Under magnification the separation exhibited evidence of a torsional separation located 67cm from the distal tip of the odu hub. The separated part of the wire was contained within the catheter.